Event description:
Medtronic received information regarding a navigation system being used during intraoperation of a functional endoscopic sinus surgery (fess). It was reported that the navigation accuracy appeared to be off by several millimeters when verifying registration. It was noted that the site completed several registrations with both trace and 3 point trace methods. Regardless of registration accuracy value achieved (ranged from ~1.7mm to ~4mm), navigation was still observed to be inaccurate when checking accuracy on anatomical landmarks after each registration. Both the surgeon and area sales manager (asm) reported that the scan did not appear to be an accurate representation of the patient at the time of surgery, as their face appeared to be scrunched in the scan. The site continued and completed surgery with minimal use of navigation. There was no impact on patient outcome and less than an hour of surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(6) (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: update - please see section d3 h2: please see section d4 for the complete UDI. H2: please see section d9 for when the logs were available for analysis. H2-h6: a software analysis was initiated. Logs and archives were reviewed. Logs captured that the site performed multiple registrations with a minimum accuracy metric of 2.1 mm, and other attempts (4.6, 4.3, 3.3 mm, etc.) Were also below the threshold value. Therefore, registration passed successfully. The archives contained three computed tomography (CT) exams¿CT-1, CT-2, and CT-3 with 186, 186, and 100 slices respectively. Among these, the CT-1 exam appeared good, whereas CT-2 and CT-3 were not optimal. CT-1 and CT-2 had 1 mm spacing and thickness, while CT-3 had 2 mm spacing and thickness. The site performed multiple registrations on the CT-1 exam, with a minimum error metric of 2.3 mm and other registrations within the threshold limit of 5 mm. Additionally, a registration was performed on CT-2 with an error metric of 2.1 mm. It was suspected that the issue might have been caused by patient anatomy, as the patient¿s face appeared to be scrunched in the scan. Logs and archives didn't capture enough information to the reported issue. There was insufficient information to determine whether a software anomaly contributed to reported behavior. Previously reported codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.